Event description:
The rptr states that he obtained the following blood glucose comparisons on the accu-chek advantage sys: 323 mg/dl and 134 mg/dl; 134mg/dl and 311mg/dl; 134mg/dl and 390mg/dl; 134mg/dl and 275mg/dl; 182mg/dl and 390mg/dl; 311mg/dl and 79mg/dl; 390mg/dl and 79mg/dl; 275mg/dl and 79mg/dl. All aforementioned tests were obtained within 10 mins. No reported symptoms/actions/treatment. No adverse event reported. New sys sent and return requested.